Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The pump balloon did not completely empty or deflate at the time of de-access. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the device was filled with 115ml of unspecified cytotoxic drug. The device was infused over 46 hours, but the balloon did not fully deflate, leaving some drug in the device. H4: the lot was manufactured between august 24, 2023 ¿ august 25, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device bladder was observed which suggests a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.